Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect."

Event description:
It was reported that a syringe 10ml ll s/c 200 contributed to blood exposure during use. The following was reported by the initial reporter: "we had another syringe expel blood this weekend that resulted in blood on the walls, equipment and people. There is some type of defect with these syringes. Just thought I would let you know."